Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was disconnected from network. A field service engineer found that the device was not communicating and checked both the cable and the port, which appeared to be in good condition. The fse asked the information technology team to check the port, and they confirmed that it was functioning properly. While checking the network settings, the fse found that the gateway was different from the one provided by information technology. After correcting the gateway configuration, all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was showing as disconnected. We confirmed with our network representative that the device was connected to the correct port and that the port was accessible. The data cable was replaced, and the device was rebooted, however, it still did not communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.